Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the surgeon insisted on checking the locking mechanism once the apical cuff was in place. According to the nurse in the procedure room, the surgeon did this without engaging the pump to the ring. The surgeon was not happy with what they observed at the time and insisted on using the backup pump. There was no damage to the apical cuff or issue with the locking mechanism. There was no delay in surgery and no adverse event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system support, with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Chapter 5, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Chapter 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, chapter 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.